Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the diode of the main printed circuit board (pcb) had come off, the main pcb was burnt and contaminated. It was also noted that the upper case, lower case and battery drawer were broken, the battery release, ring cover and lead flex cover were contaminated, the battery contacts were compressed, the ring was bent and two corners of the lower display were faded, the display had been burnt and contaminated by the connector.

Event description:
It was reported that the pacer was dropped and a part inside was loose. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.